Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm (alarm 19) occurred during bolus delivery. Customer reported that blood glucose was 50 mg/dl; however, low blood glucose was unrelated to the pump. Customer consumed carbohydrates to address blood glucose. Customer loaded a new cartridge and resumed insulin delivery successfully.